Event description:
While using mi-1000 nexdrive device for bilateral dbs lead placement a ratchety feeling & hysteresis was experienced. A second device was opened & utilized and this did not occur with the new device.